Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician attempted to use a penumbra system separator 032 through the penumbra system reperfusion catheter 032 via the separator wire introducer. The physician felt resistance from the tip of the separator at the site of the reperfusion catheter. She aborted advancing the separator, opened a new separator and completed the case without further issue.